Manufacturer narrative:
Permicath evaluation was requested due to repair disconnection at the time of contrast injection. After evaluation, it was advised to keep the route closed with the gauze as it is. Keep fasting. Assistant team was contacted. Vascular evaluation: permicath past about 1 week ago during the CT scan, the catheter was ruptured (extension hub disconnection) during contrast injection. Since the risk of contamination of this catheter is significant, it was decided to exchange this catheter for a new one.

Event description:
Incident reported by facility on (B)(6) 2022 for an event that occurred on (B)(6) 2022. The reporter informed that in the injection of saline solution 0.9% through an injection pump, there was a disconnection of the permi cat. The injection pump presented an error, disconnected from the permi cat to solve the problem, after solved, connected again to the permi cat and opened the clip, at the time of the test it did not warn high pressure. Avp puncture was performed in msd catheter 18. After puncture, the patient presented sweating and cold extremities. Immediately monitored when bp is measured at the same low 68x41. Informed by cardiologist dr. (B)(6) herself suspends the exam. The reporter evaluated the event as serious - condition requiring medical or surgical intervention to prevent to prevent threatens life. The outcome was recovered. As a practical consequence reporter informed that patient was exposed and underwent a procedure.